Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and undesired stimulation. It was noted that the spinal cord stimulation (scs) leads had migrated. The patient underwent a lead replacement procedure. The patient is doing well postoperatively, and the explanted device was kept by the facility.